Event description:
The hcp reported that the patient was experiencing increased spasticity and itching over the past 2 months. The managing hcp has been working with the patient for several weeks to regain symptom control. Dye and roller studies were "ok." A myelogram through the side access port was "ok." CT myelogram revealed subdural catheter placement. Several different programming modes such as one-time and periodic boluses have been tried with little success. The dose has been increased from 1200 mcg/day to 1500 mcg/day. The entire catheter was recently replaced; catheter position is t3/t4. The patient tests "negative for infection." The catheter and pump were replaced. The hcp reported that the patient outcome is reported as "unknown at this time."